Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented to the hospital and upon interrogation, cardiac perforation of the rv lead was observed. Physician elected to explant the system and replace with subcutaneous ICD due to patient¿s issue with perforation. No further information available.